Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening and flat creases. A leak test was performed which identified an opening in the shell. A microanalysis was performed which identified a sharp linear opening on the radius assessed as an unidentified (tear) opening. A dimension measurement was performed which identified the shell thickness was within specification. The reported event of patient has experienced ¿severe pain and discomfort that can be debilitating and ongoing health problems [¿] including the increased risk of bia-alcl [¿] together with bodily injury and emotional distress¿ and patient ¿was injured, suffered physical disability and pain, emotional trauma, [¿]¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope

Event description:
Healthcare professional reported right side "rupture" of a tissue expander. Additional information: a patient representative alleges patient has experienced ¿severe pain and discomfort that can be debilitating and ongoing health problems [¿] including the increased risk of bia-alcl [¿] together with bodily injury and emotional distress¿ and patient ¿was injured, suffered physical disability and pain, emotional trauma, [¿].¿ the device has been explanted.